Event description:
This is being reported as a product patient safety concern. Our facility purchased the (B)(4) safe place infant and pediatric security system and have had concerns with them functioning properly. We have contacted the representative and continue to have problems with them functioning properly after they have been checked out. We order about 50 a year and they are supposed to have a battery life of a year. What is reported to risk is the following. Sensor 6 alarmed 3 times. Sensor taken out of service. The following information is on the safe place sensor for sensor #6: exp. 6/16 identifying information on side of sensor: m/n 9450-6262 h fcc ID:kxu-cbtx2 and ic: 2719a-cbtx2.